Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" codes were found in the ventilator's downloaded error log. The device's system board, power management board and interface board were replaced to address the issues.